Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post op laparoscopic ventral hernia repair, a few patients faced severe pains in the area tacked. They could point out the shape and the extimate locations of the pain to the surgeon while recovering in the ward. They had to stay an extra day or two in hospital during this pain. Our customers else where in the world face the same issue with severe patient pain post op. Medical or surgical intervention was not required. There was no injury. The patients were given pain killers and steroids to reduce the severe pain.